Event description:
The customer reported that the unit had a red x, was chirping and showed ECG front-end and power pca (autotest) errors in the service log.

Manufacturer narrative:
The customer reported that the unit had a red x, was chirping and showed ECG front-end and power pca (autotest) errors in the service log. The customer evaluated the device, and resolved the failure by replacing the power pca.